Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00240. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included dentures. On an unknown date, the pt used super poligrip at unknown dosing. At an unknown time after using super poligrip, the pt experienced neuropathy, zinc toxicity, and copper deficiency. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Information was received on (B)(4) 2011, via legal claim. The pt received full upper and lower dentures in approximately 1978. The pt's denture adhesive product of choice was super poligrip. The pt ceased the use of super poligrip in or about (B)(6) 2010, after she was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip. The pt now suffered "profound and permanent neurological and other injuries attributable to super poligrip." The pt was unable to perform her normal, customary, and daily activities. The pt "suffered severe and permanent physical injuries, including, but not limited to, profound and permanent neurological injuries." The pt's "injuries and damages are permanent and will continue into the future."